Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cleo set exhibited a leakage while filling the cassette. There was patient involvement, no injury was reported.

Manufacturer narrative:
D2a, g4 - PMA/510(k) #: corrected. D3 - postal code, h6: updated. D3 - zip code: must be blank. The suspect product was not returned for evaluation. The device history record was reviewed and was confirmed that there were no anomalies noted. The allegation made by the complainant could not be confirmed and the probable root cause of the event could not be identified.